Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor assembly to resolve the reported issue. The device successfully passed functional testing. Failure analysis of the returned part indicates: root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that when the airflow of v60 ventilator was set to 10lpm, the device indicated a value of 12.02 lpm. It was also reported that when the oxygen (o2) flow was set to 10 lpm, the device indicated a value of 13.01 lpm. The ventilator was not in use on a patient at the time of the reported event.